Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display was blank due to physical damage. The lcd screen was replaced to address the issue.